Manufacturer narrative:
The device has been received and is pending eval completion. The root cause of this complaint cannot be determined at this time. An eval will be performed once the device is returned. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that during coil deployment, resistance was encountered. Upon removal, the coil stretched and separated from the delivery pusher. The entire device was removed with the microcatheter successfully. No injury was reported with the pt as a result of the procedure.